Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise which lead to inappropriate therapy. It was suspected that the lead was crushed by the clavicle. The lead was explanted. The patient was fine.

Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 16.1cm to 16.3 cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported noise.

Manufacturer narrative:
(B)(4).